Event description:
For use for a cardiopulmonary bypass procedure, the pump console displayed a message indicating that the state of the backup batteries was not known. There were no adverse consequences to the patient as a result of this event.